Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced the options button on the keypad to be working intermittently. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was unable to be verified. The device was found within specification in relation to the reported condition of the "options" key working intermittently on the keypad which was unable to be reproduced. No cause was identified and no correction was required. Should additional relevant information become available, a supplemental report will be submitted.